Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the hospital due to high blood glucose levels. The customers blood glucose was unknown. The health care professional thought high was due to issue with the infusion set. Product will not be returned for analysis.